Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultralink meter was giving the error 4 error message and displaying the "apply sample" icon during testing. The customer care advocate determined during the troubleshooting telephone call that the pt's testing technique was correct, the test strips were in good condition and within opened expiration dating, the test strips drew in the blood sample correctly, and the ambient room temperature was within meter specifications. The pt did not experience any symptoms of high or low blood glucose levels, and did not seek any medical attention. The issues were not resolved with troubleshooting. The meter was replaced. The pt did not suffer any injury due to the reported meter. The pt did not experience any symptoms, and denied seeking medical attention. However, as the reported meter was displaying the 'apply sample icon despite correct sample application to the test strip and was giving the error message, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.